Manufacturer narrative:
The superior shaft is broken off at the center of the handle pivot pin rearward. The pin and broken off portion of the shaft is missing and was not returned for analysis. Microscopic examination discovered a fairly brittle fracture. The location, direction, and amount of force required in order induce fracture of the shaft is consistent with application of excessive force, resulting in the foregoing event.

Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the tip of the instrument broken and a screw was missing from it. No broken off piece was left inside of the patient. No patient complications were reported.